Event description:
It was reported that the rv lead impedance in bipolar had increased from 600 ohms to 1180 ohms. The lead had good parameters when programmed to unipolar. The patient is pacemaker dependent. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.